Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the calibration alarm was ringing. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet on june 7, 2018 revealed that the device booted into a calibration error. The software needed upgraded and the radio frequency (rf) warning label also needed applied. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on june 7, 2018 which included upgrading the software to the latest version, calibrating the device and applying the rf warning label. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device booted into a calibration error. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device booted into a calibration error. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. This medwatch is being submitted as both an initial and a final report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that during the beginning of a case, the calibration alarm was ringing. There was a surgical delay of unknown timing. No additional patient consequences have been reported as a result of this malfunction.